Event description:
It was reported that the patient started experiencing pain in the chest shortly after vns was implanted. Patient also experiences neck pain that came recently, which is associated with stimulation. Patient disabled the device using the magnet and the device was programmed off by the neurologist office on (B)(6) 2015. Additional information was received that the patient started to have pain on (B)(6) 2015 after he suffered a bad fall from a seizure. Patient was seen on (B)(6) 2015 by the nurse and diagnostics were checked. The lead impedance was reported to be within normal limits. Patient was however referred for surgery to remove the device due to the pain. No known surgical interventions have occurred to date.